Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced three high blood glucose events. Customer does not recall blood glucose level. Symptoms were hot, confused, and sluggish. Customer stated one event occurred a week ago and was unable to get blood glucose down. Customer states high blood glucose occurs when the reservoir is low. She thinks the device might not be delivering the insulin at the normal pace. Customer declined troubleshooting insulin pump. No further information reported.